Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is unknown. The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the patient stopped charging the ipg and it became inoperable. The ipg was explanted and replaced on (B)(6) 2020. Issue resolved.